Manufacturer narrative:
Investigation summary: the device was returned to (B)(6) 2010, for investigation. A visual inspection revealed that the jaws were very burnt and charred, the tip of the cold jaw silicon had detached, and there was some blood on the handle. Also, the handle was positioned further down the shaft causing the joint to be bent. Based upon the visual observations, the complaint for "jaw boot tip broke off" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the tip of the silicon jaw boot on the vasoview hemopro endoscopic vessel harvesting system broke off in the pt's leg. They were able to retrieve the piece from the leg through the original incision using the cautery device. There were no pt effects and the case was completed using another vasoview hemopro endoscopic vessel harvesting system. The product was returned.